Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced urinary tract infection and did not think it was caused by the purewick female external catheter, but kept changing the wicks because of the burning sensation. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient experienced urinary tract infection and did not think it was caused by the purewick female external catheter, but kept changing the wicks because of the burning sensation. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown. Per customer via phone (B)(6) 2021, customer had urinary tract infection prior to getting the purewick and has been treated with antibiotics twice but still has a urinary tract infection. Customer states customer has battled urinary tract infection for whole life and states it was not due to using the purewick.